Event description:
It was reported that when using the bd pyxis¿ es server, all reports showing blank. Customer tried to print reports, but nothing was displayed, attempted to run some of the reports (order not loaded and schedule), but the results showed blank. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the reports were showing blank. The technical support specialist (tss) identified that the report parameter shifted after host conversion which resulted the reports to not pick up the data for processing. Tss stated that the reports filters had to be reselected based on the report creator to populate the report again with expected data. Tss confirmed that the host conversion was completed and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.